Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 6945-65 implantable tachy lead implanted: 2000-(B)(6), product ID d274drg implantable cardioverter de fibrillator (ICD) implanted: 2010-(B)(6), product ID 5076-52 implantable pacing lead implanted: 2000-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing noise from fractured pace/sense portion of the right ventricular (rv) lead. It was noted lead integrity alert (lia) was triggered. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 14 non-sustained tachycardia (nst) and 1 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. 195 ventricular sic occur since (B)(6) 2013. An out-of-tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.